Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. Intermittent stimulation off was reported. The patient charges the ins at specific times and observes different battery levels and concludes times of stimulation off. It was noted "these times cannot be determined further". The patient reported the programmer showed stimulation off and it had to be turned on manually. The patient was advised to document situations in which stimulation was turned off, including postures when it occurs, and to check ins status before recharging in order to eliminate a recharger issue as the root cause. The patient was sure that when battery level varies, the stimulation has to be turned off for a while. Stimulation was activated at the time of the report. The patient did not wish to take additional suggestions to resolve the alleged issue. No medical symptoms were reported. No further complications were reported.